Event description:
It was reported that catheter entrapment and balloon detachment occurred. The target lesion was located in the arteriovenous fistula. The 8.0mm x 40mm, 75cm mustang balloon catheter was advanced to dilate the lesion. However after dilation, the device was caught on the unspecified guide wire. The balloon was separated from the shaft and was left in the unspecified sheath. The physician was able to remove the 8.0mm x 40mm, 75cm mustang balloon catheter together with the guide wire and sheath intact. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device returned to MFR: a visual examination of the returned device found a complete balloon circumferential tear. The tear was located at 5cm distal to the proximal edge of the proximal balloon sleeve. A break was also noted in the shaft at the lapweld site. A detached markerband was present inside the proximal section of the balloon tear. The distal section of the break including the distal section of the balloon was received inside an 8 french size introducer sheath, which was returned with this device. The sheath was compressed and bunched. An examination of the distal section of the break found that the shaft was severely stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and balloon detachment occurred. The target lesion was located in the arteriovenous fistula. The 8.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However after dilation, the device was caught on the unspecified guide wire. The balloon was separated from the shaft and was left in the unspecified sheath. The physician was able to remove the 8.0mm x 40mm, 75cm mustang¿ balloon catheter together with the guide wire and sheath intact. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).